Manufacturer narrative:
Corrosion damage to the driveshaft and rotor was identified as the probable cause of overheating.

Event description:
The core impaction drill was sent in for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.